Manufacturer narrative:
H3: one level 1 hotline low flow system was received with a discolored float switch, cracked water tank cover, corroded dual thermistor, stripped chassis and interlock block assembly. There was wear and tear damage on the enclosure, front cover, line cord, and pole clamp. A visual inspection was conducted, the tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported leaking issue was able to be duplicated. The water tank was cracked and was replaced to resolve the issue.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was leaking out of the bottom of the tank. No adverse patient effects were reported.